Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during a bolus delivery. The customer's blood glucose (bg) level was 353 mg/dl with large ketones. The customer changed out the cartridge and infusion set and resumed insulin and also took a manual injection of insulin. As the customer had changed out all supplies prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.